Event description:
Per independent repair center, the unit was alarming or red light. The key failure was the manifold being cracked. Additional malfunction for this device; the power switch had a short circuit.